Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone cutting tip fractured during use. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw, with detachment at the tip, but remained attached at the base of the hot jaw. The heater wire was observed to be twisted in the center of the heater wire. A microscopic inspection was conducted. The silicon insulation on the cold jaw was observed to be missing at the center edge of the cold jaw. The detached piece of silicon insulation of the cold jaw was not returned for evaluation. The silicon insulation of the hot jaw was observed to be intact, no peeling or cracking was observed. Based on the return condition of the device, the reported failure "peeled jaw" was confirmed as well as for the analyzed failure "material twisted/bent". Specific actions for the reported conformed and analyzed failure modes are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone cutting tip fractured during use. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.